Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported after an endoscopic vein harvesting procedure, the hemopro cable connector broke when disconnected. No replacement was required as the procedure had already been completed. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.